Event description:
The customer reported finding a fluid leak in the cc (cartridge chemistry) sample probe area and the reagent probe b area on a unicel dxc 600 pro synchron system. The fluid leak was contained to the instrument. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and confirmed leaking from the cc (cartridge chemistry) sample probe. The fse was unable to observe or confirm leaking from reagent probe b. The fse replaced the cc sample probe wash collar valve (solenoid valve) to resolve the leak issue. (B)(4).